Event description:
It was reported that the customer had a new pump and sensor but the serter fell apart. Customer stated that he can't press the green button in and it appears that the inside of the serter is misaligned. Customer stated that the transmitter may have fallen out of his lunch box since he cannot find it anywhere. Customer stated that he is very physical at work and it caught on a machine at work and broke the pin. Customer did have a low and was treated at the scene by the local emergency medical services, but was unsure of the date. Customer stated that his family gets concerned because of the accident he had in (B)(6) (customer was not on the pump at the time). The first time, the pump did not come off and the second time, the pump was already suspended but his blood glucose level dropped really fast. Customer treated with glucose tablets and drank juice. Customer will be sent a replacement transmitter as a courtesy. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.